Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 4 of 5. The home patient (hp) checked lines and bags and found no leaks or open clamps on unused lines. The tsr had the hp close the clamps and cycle the power on the hc to clear the alarm. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was instructed to end therapy and to notify their peritoneal dialysis registered nurse (pdrn). There was no patient injury or adverse event associated with this report. No additional information is available.